Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she received blood glucose readings of 125 mg/dl at 11:04 p.m. On the contour next ez meter and 453 mg/dl at 11:09 a.m. On a non-ascensia meter. There was no allegation of an adverse event. The device is not expected to be returned for the evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Lot # 9apec52d involved in the event occurrence expired in jan-2021. Therefore, the in-house contour next ez meter was tested with the in-house contour next test strips from lot # 9gpeg02b (expiration date: jul-2021) using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The customer stated that she did not wash her hands prior to testing. As per the contour next ez blood glucose monitoring system user guide "always wash your hands well with soap and water before and after testing, handling the meter, lancing device, or test strips."